Manufacturer narrative:
Additional information :the device was manufactured between september 11, 2017 - september 12, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak from the spike port weld and dripping down the spike port. Additional magnified inspection was performed which revealed a tear/hole at the spike port weld in front of the bag. The reported problem was verified. The cause of the condition was not determined. This issue being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the injection port. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.